Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator with (serial # (B)(4)) revealed normal end of life with no telemetry and output okay.

Event description:
It was reported that a patient had their implantable neurostimulator (ins) replaced because of premature battery depletion. No patient symptoms or complications associated with the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.